Manufacturer narrative:
During preventive maintenance performed at zoll, the autopulse platform (sn: (B)(4)) failed initial functional testing due to a user advisory (ua) 41 (patient temperature sensor failure) error message. The root cause of the ua41 error message was the defective temperature sensor, possibly as a result of a defective component. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer. Also, the storage conditions are not known and cannot be ruled out. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and can cause the occurrence of ua41 error message in rare cases. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The autopulse platform failed initial functional testing due to ua41 error message displayed upon powering on. The defective temperature sensor was replaced to address the observed ua41 error. A review of the autopulse platform archive was performed, and no previous ua41 error messages were observed. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) was returned to zoll for preventive maintenance (pm). During the functional testing, the autopulse platform displayed multiple user advisory (ua) 41 (patient temperature sensor failure) error messages.